Manufacturer narrative:
After deployment of a 5f mynxgrip vascular closure device (vcd), when pulling back the user had removal difficulty with resistance at the black portion of the device. The physician realized after the device was removed from the patient's body that a piece broke in two. There was no reported patient injury. The user was trained to the device. A non-cordis 5f sheath was used in the procedure. The vessel type was arterial. The device was used following an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting sheath. There was no device deployment jam. The stopcock was opened on the sheath prior to shuttling down. The balloon fully deflated under vacuum and there were kinks on the device. The device did not separate inside the patient. The area of separation could not be explained. Hemostasis was achieved with manual compression. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with stopcock open, and the procedure sheath was observed on the outer cartridge tubing, fully retracted. The advancer tube and sealant were not returned with the device. The device was returned in the condition of a complete removal of the device. It was noted that there was a kink in the outer cartridge tubing near the shuttle hub; nonetheless, it is unknown if the device was damaged prior, during or post the procedure. It was reported that ¿after the device was removed from the patient's body that a piece broke in two.¿ however, the device was inspected, and no other visual damages/anomalies were observed. The shuttle cartridge and catheter were also inspected for damages/anomalies that may have contributed to the reported failure. No visual damages/anomalies were observed. Per functional analysis, leak testing could not be performed on the balloon of the returned device because the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to inflate the balloon with water were exhausted. Without the return of the sealant and advancer tube, shuttle down step could not be simulated on the returned device. A product history record (phr) review of lot f1801505 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon retraction jam¿ could not be confirmed due to the condition in which it was received. However, the reported ¿catheter detachment¿ was not confirmed was there was no detachment of the device noted. The exact cause of the reported incident could not be conclusively determined. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the balloon retraction jam since functional analysis could not be performed as the catheter¿s lumen was clogged. However, it should be noted that a viscous contrast solution might cause difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time, which could result in a balloon retraction jam. Additionally, the issue of the reported ¿piece that broke in two¿ could not be confirmed as there was no detachment noted. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is designed to decrease unsheathing force and increase deployment reliability. According to the instructions for use, which is not intended as a mitigation of risk, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with stopcock open, and the procedure sheath was observed on the outer cartridge tubing, fully retracted. The advancer tube and sealant were not returned with the device. The device was returned in the condition of a complete removal of the device. It was noted that there was a kink in the outer cartridge tubing near the shuttle hub; nonetheless, it is unknown if the device was damaged prior, during or post the procedure. It was reported that ¿after the device was removed from the patient's body that a piece broke in two.¿ however, the device was inspected, and no other visual damages/anomalies were observed. Without the return of the sealant and advancer tube, shuttle down step could not be simulated on the returned device. The shuttle cartridge and catheter were inspected, and no functional non-conformities were observed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. It was reported that ¿when pulling back the user had removal difficulty with resistance at the black portion of the device. The physician realized after the device was removed from the patient's body that a piece broke in two.¿ yet, the device was returned in the condition of a complete removal of the device, and no anomalies were observed on the returned device. Without the returned of the sealant and advancer tube, based on the information provided, the condition of the returned device and the investigation performed, the failure reported as device deployment jam & catheter detachment could not be confirmed, and the exact cause could not be conclusively determined. The returned device performed as intended per the mynx instructions for use (IFU). Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. If additional information is received, the file will be re-opened to process accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned but the engineering report is pending/ this device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of a 5f mynxgrip vascular closure device, when pulling back the user had removal difficulty with resistance at the black portion of the device. The physician realized after the device was removed from the patient's body that a piece broke in two. The patient is ok and the sealant did deploy. Hemostasis was achieved with manual compression under 30 minutes or less. The device will be returned for analysis. The user was trained to the device. A 5f sheath was used in the procedure. The device was used following an interventional peripheral procedure. The user shuttled down completely. The user shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting sheath. There was no device deployment jam. The stopcock was opened on the sheath prior to shuttling down. There was no excessive force applied when shuttling down. The balloon fully deflated under vacuum and there were kinks on the device. The device did not separate inside the patient. The area of separation could not be explained. A terumo sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device did not separate inside the patient.